Event description:
It was reported that the patient underwent a catheter replacement as the catheter "came out of the spine". This occurred on two occasions; the second time, the catheter was replaced. The patient experienced increased pain. The therapy was working at the time of this report; it took "six weeks to get relief". See also manufacturer's report #: 3004209178200805276 for the prior revision.

Manufacturer narrative:
Results - used for the catheter.